Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. It was reported that they had trouble getting coupling boxes. The caller was getting 2 coupling boxes on the ins recharger (insr) but sometimes it would jump to 4 intermittently. Charging the ins was taking longer than expected. The caller noted the issue was manageable and did not want to troubleshoot over the phone. No patient symptoms or further complications were reported as a result of this event.